Event description:
Customer reportedly obtained the following results on the compact plus system: see scanned table. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement sent.